Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02428 for the associated device information. It was reported to boston scientific corporation that a hydra jagwire and a wallflex enteral colonic stent were used in the transverse colon during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 4 or 5 cm malignant lesion and to relieve a large bowel obstruction prior to colectomy. Reportedly, the patient¿s anatomy was tortuous and the lesion was raised and totally occluded the lumen of the target area. During the procedure, the physician advanced the hydra jagwire to the lesion and the wallflex enteral colonic stent was deployed. Post-procedure, the patient experienced severe pain. A CT image confirmed a perforation in the colon. An emergency laparotomy was performed and the physician noted that 3 or 4 cm of the flared end of the stent edge protruded from the transverse colon to the abdominal cavity. A colectomy surgery was also performed and the stent was removed. According to the physician, both the hydra jagwire and the wallflex colonic stent protruded into the abdominal cavity from the colon. Reportedly, the stent had been deployed protruding from the colon. The patient's condition following the surgery was reported to be stable.